Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed few days after the lead implant. Lead screw was not fully deployed during the implant procedure. Lead re-deployment was unsuccessful so the lead was explanted and replaced. There was also a small pericardial effusion and drain was not fitted. Patient was in critical care unit and was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.